Manufacturer narrative:
Plant investigation: no parts were returned for physical evaluation to the manufacturer and no on-site evaluation of the unit by a fresenius regional equipment specialist (res) was performed. The reported burned power plug was replaced by the biomedical technician (biomed) to resolve the machine issue. As reported by the biomed, the machine is ready for service. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The investigation into the cause of the reported problem was unable to be confirmed. Without physical examination of the complaint device, a definitive conclusion regarding the complaint incident cannot be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k@home hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, or flame observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 4,500 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine is ready for service. The power plug was stated to be available to be returned to the manufacturer for physical evaluation.